Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - please provide the product code. - please provide lot number. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). --contacted with the sales rep today via phone, please refer to event description and other information requested is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a second cesarean section under combined spinal and epidural anesthesia procedure on (B)(6) 2024 and suture was used. During the procedure, at 12:00, preoperative diagnosis: 39 weeks of pregnancy+4 days, the patient underwent surgery. When the doctor used suture for suturing during surgery, the suture broke when the doctor used suture knotting and pulling. After discovering the problem, it was immediately stopped for replacement. No adverse patient consequences were reported. Additional information was requested.